Event description:
Boston scientific received information that this patient was presented to the emergency room after receiving seven inappropriate shocks and one burst of anti tachycardia therapy due to atrial fibrillation, and it was noted that the second shock put the patient into ventricular tachycardia. The patient was asymptomatic, but therapy was exhausted. The patient will be medically managed and possible reprogramming will take place.

Manufacturer narrative:
Upon additional information becoming available, this investigation will be updated.